Event description:
It was reported a transjugular intrahepatic portosystemic shunt (tips) procedure was performed using a gore® viatorr® tips endophrothesis. During advancement through the gore® tips sheath, the tubing at the side broke when pressure was applied. The patient was unaffected and the procedure was not held up at all. Additional information: it was reported a transjugular intrahepatic portosystemic shunt (tips) procedure was performed using a gore® viatorr® tips endophrothesis. During contrast injection, what was more forceful than usual but not hard, because the gore® viatorr® tips endoprosthesis was in situ, the gore® tips sheath side arm got separated. Leading the contrast spray on one of the staff nurses faces. The side arm was not kinked when injecting. However, the fluid did not back up and go through the value when pressure was applied. It came out of the side arm join with the sheath (split?)the patient was unaffected, it did not interfere with the procedure time and the gore® viatorr® tips endoprosthesis was safely deployed.

Manufacturer narrative:
The following additional information with respect to the use of the gore® tips sheath was provided; it was confirmed by gore representative that "syringe used to inject contrast was a very small syringe 2-5 ml compared to usual 10 to 20 ml. So this may have had an impact on the pressure being applied" ((B)(6) 2016). It was confirmed that "the physician using the device was not so experienced as the usual" ((B)(6) 2016). It was confirmed that the gore® viatorr® tips endoprosthesis catheter was still in the ID of the sheath at time of event ((B)(6) 2016). It was confirmed that the viatorr® endoprosthesis was in the ID of the sheath ((B)(6) 2016). It was confirmed that the viatorr® loader was not in the sheath hub at time of event ((B)(6) 2016). It was confirmed that the contrast was injecting into at the time this issue was observed up against the stent ((B)(6) 2016). For the injection of contrast it was confirmed that a luer lock was used by the physician ((B)(6) 2016). It was confirmed that the contrast solution was injected by hand through the 3 way stopcock of the introducer sheath ((B)(6) 2016). It was confirmed that the contrast should be injected through one of the stopcocks on the flush port ((B)(6) 2016). Product analysis review: device review confirmed the as reported classification of gore tip - sheath - flush port tubing detachment. Pressure testing of the evaluated devices was completed at higher pressures than would be experienced during a tips procedure in order to confirm this. A review of risk management documentation: a review of risk management documentation has been completed for the gore tips set. No updates are required. A review of the manufacturing documentation: a review of the manufacturing documentation for lot # 000326928 did not highlight any anomaly, which could contribute to this reported event. This review found that the device met its material, assembly and product specifications at the time of release to distribution. Statement on trend data (lot only): as of 28th sep. 2016; no other complaints have been opened relating to lot # 000326928 for the as reported classification 'gore tip - sheath - flush port tubing detachment'. Was it used per IFU: from the information available, there is nothing to indicate that the device was not used per the directions for use/product label. As reported / as analysed classification: the complaint reported has been assigned a primary as reported classification of 'tip - sheath - flush port tubing detachment'. Following completion of creganna medical information review, the primary as analysed classification has been assigned a primary as reported classification of 'tip - sheath - flush port tubing detachment' and a secondary code of 'user harm' this was however recreated using pressure at a higher pressures than would be experienced during a normal tips procedure. The most probable root cause with rationale: review and analysis of all available information fails to indicate a root cause or probable root cause. It was confirmed by gore representative that "the syringe used to inject contrast was a very small syringe 2-5 ml compared to usual 10 to 20 ml. And so this may have had an impact on the pressure being applied". It was also confirmed that "the physician using the device was not so experienced as the usual". The most probable root cause has therefore been assigned as "undeterminable". If further escalation is required: this complaint has been escalated to the quality management team. A MDR and mdv have been submitted in relation to the complaint. If any corrective and preventative actions were initiated: no corrective and preventative actions were initiated. Based on the above conclusion no further escalation or corrective action is required at this time. We will continue to monitor for these complaint types.

Event description:
It was reported a transjugular intrahepatic portosystemic shunt (tips) procedure was performed using a gore® viatorr® tips endophrothesis. During advancement through the gore® tips sheath the tubing at the side broke when pressure was applied. The patient was unaffected and the procedure was not held up at all. Additional information: it was reported a transjugular intrahepatic portosystemic shunt (tips) procedure was performed using a gore® viatorr® tips endophrothesis. During contrast injection, what was more forceful than usual but not hard, because the gore® viatorr® tips endoprosthesis was in situ, the gore® tips sheath side arm got separated. Leading the contrast spray on one of the staff nurses faces. The side arm was not kinked when injecting. However the fluid did not back up and go through the value when pressure was applied. It came out of the side arm join with the sheath (split?)the patient was unaffected, it did not interfere with the procedure time and the gore® viatorr® tips endoprosthesis was safely deployed.

Manufacturer narrative:
Additional information received on 15 july 2016 to state that 'the syringe used to inject contrast was a very small syringe 2-5 ml compared to usual 10 to 20 ml. So this may have had an impact on the pressure being applied'. Additional information received on 30 aug 2016, to state that 'this physician was not so experienced as the usual. Maybe this can caused as well the issue'. A review of the manufacturing documentation for lot # 000326928 and all its subcomponents, found that the device met its material, assembly and product specifications at the time of release to distribution. The review of the router and subsequent sub-assembly routers did not highlight any anomalies which could potentially contribute to the reported event. A similar complaint trend review was completed. As of 30th aug 2016; no other complaints have been opened relating to lot # 000326928 for the as reported classification 'sheath - flush port tubing breakage/detachment'. From the information available, there is no evidence present to indicate that the device was not used per the directions for use/product label. Based on a review of the risk documentation and information available, no updates are required to the risk documentation for the gore tips set device. Waiting on the device to be returned.

Event description:
It was reported a transjugular intrahepatic portosystemic shunt (tips) procedure was performed using a gore® viatorr® tips endophrothesis. During advancement through the gore® tips sheath the tubing at the side broke when pressure was applied. The patient was unaffected and the procedure was not held up at all. Additional information: it was reported a transjugular intrahepatic portosystemic shunt (tips) procedure was performed using a gore® viatorr® tips endophrothesis. During contrast injection, what was more forceful than usual but not hard, because the gore® viatorr® tips endoprosthesis was in situ, the gore® tips sheath side arm got separated. Leading the contrast spray on one of the staff nurses faces. The side arm was not kinked when injecting. However the fluid did not back up and go through the value when pressure was applied. It came out of the side arm join with the sheath (split?)the patient was unaffected, it did not interfere with the procedure time and the gore® viatorr® tips endoprosthesis was safely deployed.